Manufacturer narrative:
Abstract of the 62nd annual scientific session of the japanese college of cardiology, 26th to 28th september 2014 in sendai japan. Device is combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07396 and 2134265-2015-07397. Reported via an abstract of the 62nd annual scientific session of the japanese college of cardiology. It was reported that thrombosis occurred. Three paclitaxel eluting stents (pes) were implanted in the complete total occlusion (cto) right coronary artery (rca). Aspirin and clopidogrel were taken orally. 2 years later, stent thrombosis occurred in distal pes. An everolimus eluting stent (ees) was then implanted in the pes. 4 months later, st was occurred in ees so that poba was performed. 3 months later, st was occurred in same ees so that zotarolimueluting stent (zes) was placed in ees. However, angiogram i20 days later, showed thrombus. The lesion was evaluated by ivus, oct and cas.